Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that two sensor ended early one had calibration errors other one after insertion with needle still in the site fell off. Customer¿s blood glucose was unknown. Customer stated that they received a change sensor alert after a calibration error. Insulin pump will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used random partial sensor and performed continuity resistance test sensor passed per specification. Also performed bicarbonate buffer test dop114-830. Sensor failed per specifications due to high readings. Also checked needle for burrs/hooks and dull needle tip defects and none was found. Introducer needle passed per specifications. Missing 1 needle.